Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head was showing dark, blurry pictures, during receipt inspection. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: failed water leak test and cut on the cable. Based on the results of the investigation, a definitive root cause for the customer reported malfunction could not be identified. Based on the results of the investigation, it is likely the cable failed a leak test due to a cut. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.